Event description:
This spontaneous case was received on (B)(6) 2013 from a nurse and concerned a (B)(6) female pt. The pt's concomitant medications included: zyrtec and flonase. The pt's medical history included: nkda (no known drug allergies), seasonal allergy, ovarian cyst. On (B)(6) 2013, the pt, received restylane l injectable gel (cross-linked hyaluronic acid dermal filler) with 0.3% lidocaine on the lateral lower eyelids and on the cheeks for aesthetic use. On (B)(6) 2013, the pt called the office and reported swelling around the injection areas. The pt was recommended to monitor the swelling. On (B)(6) 2013, the pt contacted the physician and reported significant swelling, redness and pain on the cheeks. The physician provided the pt a prescription for doxycycline 100 mg twice daily for ten days, medrol dosepak and norco. On (B)(6) 2013, the pt was contacted by the reporter and indicated that the symptoms were improving. On (B)(6) 2013, the pt developed worse swelling and pain on the cheeks, hardness on the eyelids and the cheeks, and warmth. The pt was instructed by the physician to continue on her medications. On (B)(6) 2013, the pt reported increased swelling and redness; thus, the physician drained the affected area and then admitted the pt to a hospital for treatment with IV antibiotic. In the hospital, the pt received IV vancomycin. On (B)(6) 2013, the pt reported being better, but still had swelling. On (B)(6) 2013, the pt was released from the hospital as her symptoms were getting better. On (B)(6) 2013, the pt was better, but still had swelling, hardness and pain; thus, received hylenex. On (B)(6) 2013, the pt reported no improvement. The culture taken from the drainage came back negative. The physician was planning to see the pt on (B)(6) 2013 and to refer the pt to an infectious disease specialist if needed. The pt previously received restylane l without any problems. No info about medical evaluation or causality assessment was provided. The outcome of the event was not improved. (B)(4). No further info was provided.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) 2013. The events implant site swelling, implant site erythema, implant site pain and implant site induration assessed as serious and possibly related.